Event description:
Pt using bard 300 xl infuser to administer syringe antibiotics. Pt noted on 2/27/99, the syringe (top) flange was beginning to crack, and syringe was not held very secure. Initiated pump pick up and exchange with a new pump. Forwarded cracked pump for biomed to repair.